Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the noisy image and faulty charged coupled device could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image due to a faulty charged coupled device. A root cause of the failed leak test could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a failed leak test; noise on the image; and a faulty charged coupled device. There was no patient involvement.